Event description:
Patient had tibia revised.

Manufacturer narrative:
Tibia cut in primary surgery was made in valgus. Tibia was recut, original tibia baseplate was re-implanted, and a new tibial insert was implanted.